Event description:
A customer contacted beckman coulter inc. (Bci) in regards to reproducible elevated accutni results above the acute myocardial infarction (ami) cut-off generated by access 2 immunoassay analyzer, which did not match the patient's clinical picture. The results were reported out of the laboratory. Unknown if patient treatment was withheld or administered.

Manufacturer narrative:
The samples were in lithium plasma which were centrifuged for >5 minutes at <5000rpm. Qc was within specifications during the event. Service was not dispatched. The sample was sent to customer product line support (cpls) for further testing. Cpls was unable to confirm an interferent in the patient's sample. A clear root cause can not be determined for this event.